Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported; therefore, no lot release records were reviewed.

Event description:
It was reported that the patient had passed away while sleeping. Attempt was made to get further information to the patient's death but it was not successful. There was no further information provided.